Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, while testing a bakri tamponade balloon catheter prior to use for treatment of a postpartum hemorrhage, it was found that the balloon did not inflate. The device was leaking through the drainage lumen. The procedure was completed successfully by using another new device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary: as reported, while testing a bakri tamponade balloon catheter prior to use for treatment of a postpartum hemorrhage, it was found that the balloon did not inflate. The device was leaking through the drainage lumen. The procedure was completed successfully by using another new device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, specifications, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. The device was returned to cook for investigation. Although the customer reported that the event occurred prior to use, the device was returned used with dried blood on the proximal bond. A function test was performed, and water leaked out the flushing port. Lumen communication was confirmed. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The device is provided with instructions for use which state how to supply, ¿upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that the most probable cause of the reported event could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.